Manufacturer narrative:
No product was returned for investigation. The cause of the hematuria was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. Ultimately, the patient expired on impella support.

Manufacturer narrative:
Patient information was not provided. Therefore, section a was left blank. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.